Event description:
During biopsy of pelvic mass, 3 of the 9 passes made with biopince core needle biopsy came back without samples. The device was removed and replaced. "Under real-time ultrasound guidance, 9 passes were made with an 18-gauge biopince core biopsy needle, 1.3 cm throw and 1 pass was made with an 18-gauge biopince core biopsy needle, 3.3 cm throw, with the use of a 17-gauge introducer needle. Many of the core samples came back fragmented, possibly due to the nature of the tumor."